Event description:
After treating a pt, the facility questioned whether leaves from the multileaf collimator had been in the wrong positions during the treatment. In response to the facility's question, varian conducted a detailed investigation and concluded that all of the multileaf collimator leaves were in the correct, proper positions during the treatment.